Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. It was determined that the back up capacitor was the root caused and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the power supply voltage drop test display failed. The event occurred during priming.